Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-jul-27 revealed high battery resistance. As per the pump¿s log, the following medications were being administered as of (B)(6) 2017: dilaudid with concentration 5.0 mg/ml at a minimum dose rate of 0.0304 mg/day and bupivcaine with concentration 15.0 mg/ml at a minimum dose rate of 0.091 mg/day. Correction: the previously applied recall z-1579-2013 was replaced with z-3043-2011. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), explanted: (B)(6)2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-05. The pump and catheter were returned to the manufacturer for analysis. It was reported that the reason for removal of the infusion device was device related; the pump was in safe mode and alarming on (B)(6)2017. The device was used in the patient and was intended for treatment. No rotor or dye study was performed. There was no patient death related to the event. It was indicated that the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving dilaudid (concentration 5 mg/ml, dose .88 mg/ml per day) via an implantable pump. The pump was in safe state, safe state occurred on (B)(6)2017, premature battery depletion was also reported as confirmed by the programmer. There were no factors that led or contributed to the issue. On this report date, the pump was explanted and replaced. The explanted pump would be returned. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. There were no symptoms reported. No further complications were anticipated/reported